Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2007 (B)(6). (B)(4).

Event description:
It was later reported that the impedance continued to increase and was high. The threshold continued to increase as well.

Event description:
It was reported that the patient heard an alert and came in for an office visit. A lead impedance alert had been triggered on the right ventricular lead and the impedance trend was noted to be rising. The threshold was also noted to be increased. The physician modified the alarm settings, and the lead remains in use. No patient complications have been reported as a result of this event.